Manufacturer narrative:
The e601 module serial number was (B)(6). The field service engineer checked the water conductivity (inlet) and the water conductivity reading in the black water reservoir tank. He replaced all the procell, clean cell, and preclean bottles with new ones and purged the reagent for 10 cycles. He then cleaned the procell and cleancell dispensing tubes. The investigation is ongoing.

Event description:
We received an allegation about questionable high results for 1 patient serum sample tested with elecsys tnt hs (tnths) stat assay on a cobas 6000 e601 module. Initial result: 65.13 ng/l. After 2 hours, a new sample was drawn and tested resulting in tnths stat values of 5.73 ng/l and 6.55 ng/l. The customer then informed the physician about the difference in the results and repeated the original sample. The repeat result was 6.18 ng/l.

Manufacturer narrative:
The calibration signals were within expectations. The qc was last performed on 20-dec-2024. The customer did not perform qc prior to the sample measurement on the day of the event. Product labeling states: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per cobas e pack, and following each calibration." The alarm trace analysis did not provide a hint for the root cause. The measuring cells were exchanged in the preventive maintenance in oct-2024. The investigation did not identify a product problem. The cause of the event could not be determined.